Event description:
It was reported that upon opening the package of the autoplex, it was noticed that the bottle of monomer was broken. A back up kit was used without any patient or user injuries, and there were no adverse consequences.

Event description:
It was reported that upon opening the package of the autoplex, it was noticed that the bottle of monomer was broken. A back up kit was used without any patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Device disposed of at user facility.